Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, the staples did not form properly. The surgeon applied suture to oversew. No patient injury was reported.